Manufacturer narrative:
Patient specifics are not available. Lot number and expiration date are unknown. Device manufacture date: manufacturer date is unknown. Product has been discarded; therefore, not returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ fluid warming sets, high flow (model 24355) leaked at the spike. No patient or staff injury was alleged. No medical intervention was reported.